Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced during the fill process. Subsequently, it was reported that a cartridge alarm (alarm 16) occurred during the load sequence. Customer's blood glucose level was in the 300 mg/dl range. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 16 issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged fill resistance issue could not be verified.